Event description:
It was reported that this lead exhibited shock impedance out of range. The impedance function was due to a fracture presented due to force on the suture sleeve. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead exhibited shock impedance out of range. The impedance function was due to a fracture presented due to force on the suture sleeve. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this lead exhibited shock impedance out of range. The impedance function was due to a fracture presented due to force on the suture sleeve. The lead remains in service. No adverse patient effects were reported.